Event description:
Renu multipurpose solution. Went to dr and I have corneal swelling with severe pain and vision loss. Doctor told me to throw the renu out. I had an eye exam in 09/07. I was given a box of the renu at wisconsin vision. I have used the product for a couple of months. I am not sure that has caused this but did some research online and found the same symptoms. The doctor prescribed zylet to clear it up. It has been four days and I feel the same as I did when I went to see him. My vision is bad and the pain is severe. D2. Dose or amount: daily with contacts, route: ophthalmic. Dates of use: one month in 2007. Diagnosis or reason for use: eye doctor told me to use it for contacts. Event abated after use stopped or dose reduced? No.